Manufacturer narrative:
This incident has been investigated and determined that the most likely root cause of this event was sample-related, due to the patient's recent transfusion of 5 units of a rh pos blood. Patient has a history of group ab rh pos blood and was transfused compatible a rh pos blood. Due to the higher density of the transfused cells, the vision aspirated the a rh pos blood cells from the bottom of the tube. No incorrect or erroneous results were reported as a result of this incident. The patient had a history of group ab rh positive blood. There was no report of patient harm. A one year lookback was performed for related complaints in the worldwide data base. No related trend was identified. (B)(4).

Event description:
Customer reporting one event of false negative reaction to the anti-b microwell using mts abd/rev gel card to a patient with previous history of group ab, rh pos, when the reaction should have been mixed field. Because there was no type result for the blood type, ample was retested by manual tube testing. With tube method, the customer indicated that blood type was group ab rh pos with mixed field for the anti-b (2+). Date of event: (B)(6) 2020. According to customer, patient has a previous blood type of group ab rh pos at facility. Patient was transfused four units of group a, rh positive rbc-packed cells on (B)(6) 2020 and a fifth unit of group a rh pos packed cell on (B)(6) 2020. According to customer, images and cell levels were reviewed and all looked ok, nothing different was noted. During additional investigation, it was determined that the patient was transfused with five units of group a rh pos packed red cells on (B)(6) 2020.